Event description:
It was reported that pump experienced malfunction alarm with code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with pump reset instructions and successfully reset pump, no additional follow-up information available at that time.